Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center also identified the elevator channel inlet was leaking on the scope, the probe unit was loose, the distal sheath glue is cracked, the ultrasound image has multiple broken elements, and the scope connector is loose. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during reprocessing, the elevator wire channel connector was loose. The device was returned for repair. The service department confirmed the reported event. In addition, the forceps cover glue was peeling which is a reportable event. No patient involvement.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections. The legal manufacturer reviewed the device history records for the concerned device and no abnormalities were found. A review of the repair history indicated that the device was last repaired on may 4, 2020. The repair event was for a loose/leaking probe unit. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned to the legal manufacturer for evaluation, therefore the exact cause of the reported malfunction could not be conclusively determined. Based on the physical evaluation, the potential cause(s) can be attributed to the following: the adhesive agent came off because external force was applied to the relevant part by rubbing it with excessive force when the subject device was cleaned. The adhesive agent was worn out and peeled because the relevant part was repeatedly rubbed when the subject device was handled. To mitigate the risk of device damage, the instructions for use (IFU) states the following: ¿do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ the legal manufacturer will continue to monitor complaints for this device.